Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; customer returned no sufficient strips to evaluate. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected blood glucose test result range is 87 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer provided that they have had recent changes to diet. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 76 mg/dl and 79 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is month of (B)(6) 2018. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.